Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow-up, a local boston scientific field representative noted several stored non-sustained ventricular tachycardia (nsvt) on right ventricular (rv) lead and shock channel due to oversensed noise that led to asystole greater than 2 seconds. The patient was pacer dependent and these episodes happened when the patient had workout. However, no symptom of syncope aside from becoming tired while exercising. Other lead measurements were in normal range. The physician instructed the patient not to do exercises involving arm movements and decided to follow-up the patient after a month. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.